Event description:
It was reported that the tip of the lead could not be fully screwed out during an implant procedure. The lead was exchanged. The patient was stable post procedure.

Manufacturer narrative:
Partial lead consisting of only distal portion of the lead was returned for analysis. The reported event of ¿tip of the electrode cannot be fully screwed out¿ was confirmed. The helix could not be extended due to the helix being clogged with dried blood/tissue. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Analysis was normal. No anomalies were found.